Event description:
It was reported that while using a bd eclipse blood collection needle, the clinician received a contaminated needle stick injury to the right thumb because the IV end of the needle bent and broke. The clinician went to the emergency department, received routine bloodwork for the needle stick injury, and was prescribed prophylactic medication. It is also reported that the source patient is (B)(6).

Manufacturer narrative:
The sample has not yet been received fro evaluation. Upon receipt of sample, an investigation will be done and a supplemental report will be filed.